Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported via a hot line call. The registered nurse (rn) from the intensive care unit (ICU) called and stated they are getting drain failure alarms approximately every hour. They checked the cold trap and there is no condensation in the bottle and they do not see any condensation in the helium drive line tubing. The rn wanted to know if they could continue to use the pump safely. The rn stated the patient is being supported as expected on the pump. There is nothing visible in the tubing or the bottle. The clinical support specialist (css) explained how to perform a manual purge. The css told the rn they could continue to use the pump and have it checked by biomed after it is removed from the patient, or they could switch out the console now. The rn stated they would continue to use the pump and he would call the css back for any questions. @1037 CT: the rn called the css back and stated the cardiologist wanted to switch the entire catheter and console out because he was taking the patient back to the cardiac cath lab (ccl) to take another look at the patient's arteries post stent. The rn stated the pump has been supporting the patient as expected, but the cardiologist wants to move the intra-aortic balloon (iab-05840-lws s/n (B)(4)) from the left femoral to the right. The rn stated there was no evidence of any problems with the catheter, it was an elective move by the cardiologist. Length of time prior to event: 12 hours. The field service report l612118, symptom: drain failure alarms, findings / actions taken: perform functional test - confirmed drain task failure - replaced pcs assy. - now it checks ok, fcn level: 1121416, expedited qa review: yes, op = on patient, confirmed.

Manufacturer narrative:
(B)(4). Teleflex performed a full evaluation on the reported complaint and confirmed the reported complaint. The field service agent was able to duplicate the alarm and noted dried blood and condensation inside the drain valve. All valves were individually tested by powering them on and off using an external power supply and the drain valve was found to be sticky. The pcs assembly in question was installed onto the mdt-50 leak tester and passed leak testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause is undetermined. Teleflex will continue to monitor for trends.

Event description:
It was reported via a hot line call. The registered nurse (rn) from the intensive care unit (ICU) called and stated they are getting drain failure alarms approximately every hour. They checked the cold trap and there is no condensation in the bottle and they do not see any condensation in the helium drive line tubing. The rn wanted to know if they could continue to use the pump safely. The rn stated the patient is being supported as expected on the pump. There is nothing visible in the tubing or the bottle. The clinical support specialist (css) explained how to perform a manual purge. The css told the rn they could continue to use the pump and have it checked by biomed after it is removed from the patient, or they could switch out the console now. The rn stated they would continue to use the pump and he would call the css back for any questions. @1037 CT: the rn called the css back and stated the cardiologist wanted to switch the entire catheter and console out because he was taking the patient back to the cardiac cath lab (ccl) to take another look at the patient's arteries post stent. The rn stated the pump has been supporting the patient as expected, but the cardiologist wants to move the intra-aortic balloon (iab-05840-lws s/n (B)(4)) from the left femoral to the right. The rn stated there was no evidence of any problems with the catheter, it was an elective move by the cardiologist. Length of time prior to event: 12 hours the field service report l612118; symptom: drain failure alarms; findings / actions taken: perform functional test - confirmed drain task failure - replaced pcs assy. - now it checks ok; fcn level: (B)(4); expedited qa review: yes; op = on patient; confirmed.